Event description:
This ra lead was implanted on (B)(6) 2016 and was capped on (B)(6) 2018 due to dislodgement after a fall, replaced with new right atrial lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).